Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that last night, at the end of a case, the gantry would not open. The yellow emergency button did not work, so the site had to manually crank the system open. The system closed without complication afterward. It occurred intra operatively and there was no delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was reproduced and confirmed. The door closed normally using the pendant without any issues. However, when attempting to open the door, the 90-degree covers opened and then the mechanism became stuck. Field service engineer (fse) used the ratchet to open the door approximately a quarter turn, after which fse was able to use the pendant to continue opening the door. After investigating the issue, fse cleaned and adjusted the open and closed plates, increased the tension on the open cable side, then opened and closed the door open and closed multiple times. A full system checkout was completed, and the system was ready for clinical use. B01,c07,d02 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.